Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported clip jumpiness and difficult to close. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for clip jumping during device preparation. It was reported that during preparation of a mitraclip xtr, the clip was fully inverted and locked, however, the clip did not close smoothly and it jumpily closed to 180 degrees. Three attempts were made, however, unsuccessfully. Therefore, the device was not used. There was no patient involvement. There was no additional information provided regarding this device issue.